Event description:
A driver rx coronary stent delivery system length 12mm, diameter 3.0mm was used to treat a lesion in a patient. It was reported that the stent dislodged during the procedure. The physician was unable to deliver the stent to the lesion. On withdrawing the device, the stent dislodged. The physician attempted to retrieve the stent with a snare, but was unsuccessful and the stent was deployed in the vessel where it dislodged. The stent delivery system was not returned to medtronic for evaluation.

Manufacturer narrative:
(B) (4). Results: root cause undetermined, dislodgement.